Event description:
It was reported to depuy acromed that a moss miami magnum polyaxial screw was removed three years post-operatively. According to the complainant, the patient complained "pain." Exploratory surgery for a possible pseudoarthrosis was performed. The instrumentation was removed but it was not broken. The part and lot numbers were not reported and the device will not be returned so no further evaluation can be performed. No further action can be taken at this time.